Event description:
It was reported that the physician may have nicked the right ventricular (rv) lead while opening the pocket for a device change-out procedure. The lead measured high pacing impedance through the analyzer. Additional information from the clinic disclosed that the lead had a sudden impedance jump and was previously capped before this change out procedure. The clinic found no record of the lead being nicked during the procedure. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).